Event description:
Related manufacturer reference number: 2017865-2024-02164. It was reported that the patient presented for a follow-up visit in the clinic. Upon interrogation, it was noted that the pacemaker and the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch. The pacemaker was explanted and replaced. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.